Event description:
Technician alleged that the hilow foot is drifting down overnight. No injury reported.

Manufacturer narrative:
The technician replaced both hilow up and down valves to resolve the issue.